Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection, and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: a brush restriction between bx-channel and suction cylinder joint. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the subject device exhibited that it is not allowing to pull the biopsy forceps through the channel. There were no reports of patient harm. Procedural delay for less than 30 minutes during colonoscopy procedure under sedation. The procedure was completed with an olympus back-up device.